Event description:
It was reported that this right atrial lead exhibited high out of range shock impedance measurements on the right atrial channel. Due to this a lead safety switch was triggered. Furthermore, noise and oversensing were observed on the right atrial channel, due to this atrial tachy response (atr) episodes were inappropriately recorded. Troubleshooting options and monitoring of the patient was discussed. This lead remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was corrected from the following fields:

Event description:
It was reported that this right atrial lead exhibited low out of range pacing impedance measurements. Due to this a lead safety switch was triggered. Furthermore, noise and oversensing were observed on the right atrial channel, due to this atrial tachy response (atr) episodes were inappropriately recorded. Troubleshooting options and monitoring of the patient was discussed. This lead remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe event or problem field h1: type of reportable event h6: impact codes additional information was corrected from the following fields: b5: describe event or problem field h6: device codes.

Event description:
It was reported that this right atrial lead exhibited low out of range pacing impedance measurements. Due to this a lead safety switch was triggered. Furthermore, noise and oversensing were observed on the right atrial channel, due to this atrial tachy response (atr) episodes were inappropriately recorded. Troubleshooting options and monitoring of the patient was discussed. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that a lead revision was performed and it was decided to surgically abandon and replace this lead. Another lead was implanted instead.